Event description:
Severe headaches, nausea and loss of power on right side of body. Couldn't walk without assistance. Readmitted 8/12/94 and again 9/20/94. Ruptured implants, m.s. Like syndrome, encapsulation of implants and granulated right breast.